Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the infusion set had a bent cannula. Customer's blood glucose at the time of the incident was 563mg/dl . Customer high blood glucose was treated with pump bolus. Troubleshooting identified a bent infusion set cannula, and drive support cap appears to be slightly indented. Customer was advice to removed reservoir, rewind, reinsert reservoir and run manual prime. Insulin pump will not be returned for analysis.